Manufacturer narrative:
It was reported that only the motor controls were not working on either siderail. This would result in annoyance since motor functions on the siderails would not be available; however, it is not likely to harm the patient as the other controls were working including nurse call. Additionally, motor functions were available on the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported by service report that the neither side rail motion controls would work.

Event description:
It was reported by service report that the neither side rail controls would work.